Event description:
During a check-out procedure at the manufacturer's service center, the device was alarming for a high temperature alarm condition. There was no harm or injury reported. The device's outlet flow path thermistor was replaced to address the issue.